Event description:
It was reported that a transcatheter aortic valve was implanted for severe aortic stenosis in a patient with pre-existing right bundle branch block and a horizontal aorta. During the procedure, the patient went into complete heart block when the non-medtronic guidewire crossed the aortic annulus, and a temporary transvenous pacemaker was inserted with pacing support provided. Pre-dilatation was performed with a 26 mm balloon inflated to 4 atm. The valve was initially deployed to 80% and was perceived to be too shallow on the left coronary cusp, followed by final deployment with depths reported as 4 mm on the non-coronary cusp and 7 mm on the left coronary cusp. Mild paravalvular leak and a gradient of 8 mmhg were noted after deployment. Post-dilatation was performed with the same 26 mm balloon using hand inflation, after which no paravalvular leak and no aortic insufficiency were reported, with a mean gradient of 3 mmhg. The patient remained in complete heart block at the end of the procedure and continued to be supported with pacing from the temporary pacemaker, with evaluation planned for a permanent pacemaker.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.